Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was observed in the patient's right ventricle. The noise was oversensed and resulted in stored episodes. The patient had four leads which could all have been the source of the noise, but there was no way to conclude which one it was as the leads were patches. All four leads were surgically abandoned. No additional adverse patient effects were reported.